Event description:
A patient was under anesthesia for a tumor ablation. Mid-surgery the tumor ablations system displayed a message that the probe was not connected or the temperature system not adequate before the ablation was initiated. The manufacturing reps present were unable to identify the problem. They changed a power cord and tested a "test probe". The laser was removed and showed visible signs of charring without ever being used for ablation. The procedure was aborted, but the patient was not harmed. Manufacturer response for 2.2 mm diffusing tip laser probe, fullfire select (per site reporter): manufacturer has requested item be given to field rep for return to company for analysis.